Manufacturer narrative:
The last calibration performed (B)(6) 2022 was ok and there were no alarms. The provided quality control data was acceptable, but control recovery prior to the issue was not provided. The customer verbally stated that control recovery was acceptable. The customer stated that the patient sample contained speckling in the tube gel. This is an indicator that a pre-analytic sample handling issue is present. The field service engineer determined the affected sample was compromised. The engineer inspected the instrument and performed checks. Precision studies were performed. Calibration and controls were successful. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 702 module. The sample initially resulted in a creatinine value of 1.08 mg/dl and this value was reported outside of the laboratory. The sample was repeated four times on the same analyzer on (B)(6) 2022, resulting in values of 1.77 mg/dl, 1.77 mg/dl, 1.76 mg/dl, and 1.75 mg/dl. The sample was also repeated three times on a second analyzer on (B)(6) 2022, resulting in values of 1.76 mmol/l, 1.82 mmol/l, and 1.70 mmol/l. The 1.77 mg/dl value was deemed correct. The creatinine reagent lot number was 65380601, with an expiration date of 30-apr-2024.